Event description:
One device reported as having a false positive result. Complainant performed a pcr test an hour after the lucira test was performed and recieved a negative result.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false positive) was completed. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for false positive is under the expected threshold of (B)(4) (label claim)/ (B)(4) (internal warning limit). There are no open issues identified after the review of capas, scars, and ncmrs at this time nor any previous complaints from this customer associated with false positive result issues prior to received date of (B)(6) 2022. According to the customers response to the vial liquid color troubleshoot question, the vial liquid was reddish in color which could indicate a contamination issue. The expected buffer color should initially be purple prior to use and as the device runs the buffer solution within the chambers change yellow for a positive and remains purple for negative results. However, without a proper product failure analysis (fa) performed (no product return or kit lot # information provided) the root cause cannot be determined based on the limited information available. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. This covid-19 test kit is marketed under eua (B)(4) check-it or eua (B)(4) all-in-one. However, it is unknown which brand name the complaint was reported against as this information was not provided.